Event description:
On (B)(6) 2026, a patient was admitted to the emergency department for intravenous therapy requiring the use of a closed-system intravenous catheter. A pre-use inspection revealed no abnormalities; however, during use, the operator noticed fluid leakage at the connection point between the catheter connector and the transparent tubing. As the product could no longer be used, it disrupted clinical care. Although the patient did not sustain any substantial harm, the department immediately discontinued use of the product, replaced it with a similar device, and notified the relevant departments to address the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.